Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in an 84-year-old male patient for the indication of protected percutaneous coronary intervention (pci) in the setting of an elective procedure, with the pre-support clinical condition consistent with society for cardiovascular angiography and interventions (scai) stage a. The procedure was planned, and it was noted that all preparation steps were performed appropriately. The activated clotting time was within the therapeutic range. Femoral arterial anatomy was assessed and determined to be suitable for impella cp implantation, with vessel diameter adequate for placement of the 14 french introducer sheath and impella pump. During advancement of the impella cp through the 14 french introducer sheath, unusually high friction was encountered, preventing further advancement of the device. Concurrently, the device could not be withdrawn normally, as the pump became firmly lodged within the introducer sheath. During removal attempts, technical damage to the impella cp device occurred due to the resistance encountered within the sheath. As a result, the complete impella system, including the pump and introducer sheath, was exchanged. The procedure was subsequently completed using a second impella cp device without further issues. The reported difficulty with advancement, inability to withdraw the device, and subsequent product damage are consistent with procedural and device-system interaction factors encountered during large-bore vascular access.

Manufacturer narrative:
This report is being submitted to correct b1, b5, h1, h6 captured under the initial report 1220648-2026-08170. Upon further review, the report type selected in that submission was determined to be incorrect and the report has been updated accordingly to accurately reflect the appropriate reportable event category.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that, during an elective high risk percutaneous coronary intervention, all reparation steps were performed correctly and activated clotting time value within appropriate therapeutic range. The femoral arterial anatomy was assessed and found to be suitable for impella cp implantation. Vessel diameter was adequate for placement of the 14 fr introducer sheath and impella pump. During advancement of the impella cp through the 14 fr introducer sheath, unusually high friction was encountered, making further advancement impossible. At the same time, the device could no longer be withdrawn normally, as the pump became firmly stuck within the introducer sheath. During removal, technical damage to the impella pump occurred due to the severe resistance within the sheath. Therefore, the complete impella set had to be exchanged. The procedure was then successfully completed with a second impella pump without any further technical issues. No harm or injury occurred to the patient.

Manufacturer narrative:
After further review of h6 medical device problem code a040601 was changed to a0401.

Manufacturer narrative:
Updated information: d3 MFR fax number added, d9 device return date added, g1 MFR site name, aachen, removed, h6 type of investigation changed to b22.